Event description:
According to the reporter: during inguinal laparoscopic hernia procedure, both devices used for tacking abdomen, but it fired tracks collaterally (not straight) and tore the tissue. Allegedly, both devices have only 4 tracks. Procedure started laparoscopic and proceeded and finished open procedure. Bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. Nothing fell into cavity.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.